Event description:
It was reported that the patient with a pacemaker had a syncopal event and a sustained injury to posterior lateral head as a result. Furthermore, the patient presented to the emergency department and upon review, it was found that this right ventricular (rv) lead exhibited high out of range pacing impedance and loss of capture. The same day a temporally pacing was placed and the pacemaker was explanted and replaced. A new rv lead was implanted. No additional adverse patient effect were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).